Manufacturer narrative:
(B)(4). B5: describe event or problem, correction. H2: type of follow up, correction. H6: type of investigation, correction; please remove 4119 from initial MDR.

Event description:
It was reported that "early sensor expiration" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.